Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Ups label provided for product return. Although requested, the set has not been returned. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
Customer reported IV set leaking in the ICU "at the bottom of the blue junction where it seats in the IV pump" (presumed to mean in the silicone segment near the upper fitment). There was no report of pt harm or medical intervention required. Customer stated that no add'l event or pt info was provided by the user.